Event description:
The customer received questionable creatinine plus ver.2 results for one patient sample. The initial result was 0.64 mg/dl. On (B)(6) 2014, the repeat result was 2.15 mg/dl. On (B)(6) 2014, the repeat result was 1.24 mg/dl. The sample was then processed on another cobas 8000 analyzer and the result was 1.15 mg/dl. The result of 1.15 was reported outside the laboratory. It was unknown which result was believed to be correct. The patient was not adversely affected. The reagent lot number was 603873. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. As the provided calibration and qc was within range, a general reagent or application problem could be ruled out. Based upon information provided for investigation, the most likely cause of the event was no sample pipetted into the measuring cell. This could have been due to a pre-analytical issue causing a partially clogged sample probe or the use of a false bottom tube, however neither of these could be confirmed.

Manufacturer narrative:
This event occurred in (B)(6).